Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation charts were recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during lab examination. It was not possible to determine the cause of the reported difficulty based on the event description. (This follow-up MDR was mailed to the FDA on 1/20/98).

Event description:
The iab was inserted into the pt on 10/28/97. After iabp for 12 hrs, a small hemorrage was noted at the puncture site. The dr decided to remove the catheter and use manual compressions. The pt was discharged from the facility without complications. There was no report that the iab malfunctioned. (Event complications: small hemorrage at puncture site-rpt'd 11/24/97). (Pt's current status: discharged-rpt'd 11/24/97).